Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. (B)(4).

Event description:
The hemopro jaws activated upon connection to the power source. This occurred when device was outside the pt. They immediately disconnected, replaced with another hemopro device and successfully completed the case. The hosp did not report any harm or effects to the pt.